Event description:
Information received by medtronic indicated that the insulin pump was cracked at back of housing, battery compartment. The customer stated that the had to press button to note response. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring, clear. Customer complained about having physical damage on (B)(6) 2021. Pump was received with unresponsive return button. Unable to perform displacement test due to unresponsive button. Cracked keypad traces found during visual inspection. However, no moisture damage on keypad traces noted. Keypad connector was locked properly into place. Unit was received with missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. In conclusion, physical damage complaint was confirmed. Pump was received with unresponsive keypad/button due to cracked keypad traces. (B)(4).